Event description:
It was reported that 1 device was used during an unk procedure. It was reported by the rep that upon starting to use the tim20 instrument, the surgeon encountered significant, unusually high force to fire necessary to apply clips. Another instrument was used to complete the case. There was no consequence to the pt.